Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 571 mg/dl. Customer addressed elevated bg via manual injection. The customer will revert to an alternate form of insuilin therapy, a replacement pump was sent to the customer to resolve the issue.